Event description:
Customer alleged that 3 safety knives were received with the safety shields retracted. (1 of 3).

Manufacturer narrative:
The UDI number and the following sections were updated :type of investigationinvestigation findingsinvestigation conclusion1 of 3